Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received a scs system on (B)(6) 2010. It was reported that the pt is not feeling stimulation. For (B)(6), he stopped using the stimulator due to ineffective stimulation and stopped charging it. Now, his charger does not locate the ipg and the programmer is unable to locate the ipg. A new charging system was shipped to the pt and the same issues were observed. No further info is available at this time.